Manufacturer narrative:
H3: product analysis :evaluation determined that the distal bearing is detached. The likely cause of the failure is due to bearings are worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during  decompression and instrumented fusion spine surgery the use of tool was highly unstable on the bone and exhibited excessive vibration. The tool was reportedly not easily inserted into the attachment. On additional follow up there was no patient impact in the event.

Event description:
It was reported that during decompression and instrumented fusion spine surgery the use of tool was highly unstable on the bone and exhibited excessive vibration. The tool was reportedly not easily inserted into the attachment. There was no patient involved with this event.

Manufacturer narrative:
H3: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.